Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs pt programmer does not always work. The pt stated that sometimes when the increase (+) button is pressed the programmer does not respond. The pt is pending a follow-up with a sjm representative to further evaluate the issue.